Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was detached and the entire scope was removed. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the guide catheter was detached and the entire scope was removed. The procedure was successfuly completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event. Additional information received on 24jul2019. Patient condition was fine following procedure.

Manufacturer narrative:
Block f10: problem code 1069 captures for the reported event of guide catheter broke. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: additional information to b5: updated to include the patient condition.